Event description:
It was reported that emergency medical services were contacted to treat the pt for sweating and low blood glucose levels. Before emergency services arrived, the pt's blood glucose levels were resolved.

Manufacturer narrative:
The device was not returned to animas for evaluation. If the device is returned, an evaluation will be conducted and a supplemental report will be filed. No conclusions can be made at this time.